Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump displayed a data error log. Tandem technical support confirmed an alert 4 in the pump logs. The customer reported that the pump logs had been erased. There was no impact to the customer's pump logs.